Event description:
Physician reported left side textured to smooth implant exchange and rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported additional events documented via imaging: silicone implant demonstrating evidence of extracapsular rupture on the left, with silicone granuloma and likely silicone laden inframmary node in the upper-outer left breast. Lymphadenopathy on ultrasound.